Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer was guided by technical support to perform a pump reset, after which the cgm error code did not reoccur, allowing the caller to successfully start their sensor session.